Manufacturer narrative:
The surgical blade reported on the original complaint to depuy listed part number 229910002 from lot number kp5aa4000. This product number and lot number is the identification used by depuy to market this blade. This blade is manufactured at the zimmer surgical (B)(4) facility. The customers reported event was that: ¿it was reported that the saw blade broke while cutting the box from the femur. Without the returned product for evaluation the reported event could not be definitively confirmed. However, with the available information the root cause could be determined. It was reported that the blade fractured during a ¿box cut¿. During a box cut the saw blade is plunged tip first into the bone. The ideal blade for this plunge cut would have cutting teeth near the tip to assure a cutting path for the saw blade to follow. Without this sawing action, significant shear stress would be placed on the saw blade causing it to fracture. The saw blade reported in the complaint event has a tip configuration shown on the left in the photograph below. Figure 2 shows the tooth configuration saw blade reported in this complaints event. Figure 3 has the tooth configuration best suited for the box cut. The root cause for this event is improper saw blade selection for the procedure application.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete. This incident has been recorded under (B)(4).

Event description:
It was reported that the saw blade broke while cutting the box from the femur and hudson adapter was slipping when reaming the tibia.